Event description:
As reported, as the physician was retracting the diagnostic catheter from his patient the catheter became pinched within the sheath causing the brite tip of the catheter to detach into the patient. The doctor was able to retrieve the tip of the catheter. Patient was not injured. The target lesion location was the right coronary sinus. The vessel was not calcified or tortuous. The target lesion was not pre-dilated. It is unknown if the physician was able to cross the lesion with another device.

Manufacturer narrative:
The complaint received states that during use the brite tip catheter had withdrawal difficulty and separated in the patient. As reported, as the physician was retracting the diagnostic catheter from his patient the catheter became pinched within the sheath causing the brite tip of the catheter to detach into the patient. The doctor was able to retrieve the tip of the catheter. Patient was not injured. The target lesion location was the right coronary sinus. The vessel was not calcified or tortuous. The target lesion was not pre-dilated. It is unknown if the physician was able to cross the lesion with another device. There was no reported injury for the patient. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.